Manufacturer narrative:
(B)(4). Device was not returned. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify similar incidents from this lot. All available information was investigated and the reported physical resistance (anatomy), difficult to position the delivery catheter (dc) shaft, and device operating differently than expected appear to be related to patient morphology/pathology as the septum was very aneurysmal. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The decision was made to remove the cds as the system was not responding as expected, the mean pressure gradient was high upon grasping, and the device was getting caught in the chordae. No clips were implanted and the mean pressure gradient returned to baseline of 2 mmhg when the clip was removed. The mr remained unchanged at grade 4. No additional information was provided. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The steerable guide catheter referenced is filed under a separate medwatch report.

Event description:
This event is filed for difficulty positioning. It was reported that the patient, with degenerative mitral regurgitation (mr) and a previous surgical ring repair, underwent a mitraclip procedure. The transseptal puncture was in a posterior position and the septum did not seem to stabilize the steerable guide catheter (sgc). Despite the posterior transseptal puncture, the devices seemed to be hugging the aorta, running parallel to the aorta. The clip delivery system (cds) was advanced and the clip grasped the leaflet; however, the mean pressure gradient increased to 8 mmhg and there was still residual moderate mr. The decision was made to move the clip to a more lateral position; however, the mr was still not reduced and the clip was moved even more lateral. The decision was made to bring the device out of the valve to reposition; however, the clip delivery system (cds) became caught on the tip of the anterior leaflet, requiring troubleshooting to remove the cds. The device was freed from the anterior leaflet and no tissue damage was noted. The device was repositioned; however, as the device was hugging the aorta, the cds ran out of reach getting back down to the valve. The devices were repositioned to re-navigate down to the valve and more "+" was placed on the sgc so that the device was not as posterior and could reach and go into the valve; however, turning the "+" knob did not appear to move the system away from running parallel to the aorta. Upon going into the valve, the entire system did not act "normal" and shifted, going to the medial commissure.